Manufacturer narrative:
A technical assessment of the device design identified the root cause of the thermal event to be the dash pdm charging voltage exceeding the battery specification, defined as overcharging. Field safety corrective action has been initiated by insulet corporation.

Event description:
It was reported that the patient's personal diabetes manager (pdm) became swollen and was not holding charge. The patient used mdi as a backup method for treatment.